Event description:
It was reported that during a prostate procedure, the fiber cap detached. No additional information regarding this case is available. There was no injury reported.

Manufacturer narrative:
Fiber and cap refer to thermal problem. Fiber analysis: the fiber tip was found to be broken and melted; the glass cap was found to be broken distal to the fiber/cap glue zone. There was no indication or report of any part of the device remaining inside the pt. The fiber condition could result in a forward firing of the side-firing surgical fiber. The most probable root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and/or anatomical/procedural factors encountered during the procedure.